Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium (na) results for five patient samples. Customer stated that the samples were repeated on another dxc instrument in the laboratory, the results of which were reported. Customer stated that no one was affected by or exposed to the leak. The field service engineer (fse) inspected the instrument and replaced the carbon bridge, as well as the sodium measuring and sodium reference electrodes. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved after the field service engineer replaced the carbon bridge, as well as the sodium measuring and sodium reference electrodes. Note: customer called on (B)(4) 2011 to report a similar issue on the same instrument. That event was filed as medwatch #2050012-2011-07954, and the beckman coulter, inc. Identifier for that report is (B)(4).(the beckman coulter, inc. Identifier for this report is (B)(4)).